Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 2017- failure to follow steps/instructions.

Event description:
This is filed to report premature deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 2-3. An xtw was inserted and placed on the leaflets. While attempting to deploy the clip, it was observed the clip was not stable on the shaft and had partially/prematurely deployed. The clip was still stable on the leaflet; therefore, it was deployed. It was confirmed that the lock line was removed. It was noted the physician did not perform final arm angle (faa) during the deployment of the clip. The procedure was completed with one clip implanted. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, the reported premature activation (clip not stable on the shaft) and reported improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, one of the l-lock tabs was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported premature activation could not be determined. The observed broken l-lock tab appears to be due to post-procedural handling/packaging of the device. The reported improper or incorrect procedure or method appears to be related to user did not establish final arm angle after removing the lock line. It should be noted that the mitraclip g4 system instructions for use (IFU), it is stated the use must establish final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.